Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The steps outlined in the mitraclip instructions for use do not instruct the user to open or remove the lever caps until after a desired grasp on the leaflets is achieved and the user is ready for deployment maneuvers. All available information was investigated and the reported gripper actuation issue and difficulty opening the clip appears to be a result of user error, as opening the lever caps prior to deployment maneuvers likely created slack on the gripper and lock lines. A cause for the air noted in the gripper lever could not be identified. It is possible that the user did not fully de-air the device during preparation, in which a small amount of air remained in the delivery catheter handle; however, this cannot be confirmed and there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
This is filed to report the air in the gripper line housing and the gripper actuation issue. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced without issue; however, while grasping the leaflets, air was observed in the gripper line housing. The gripper lever and lock lever caps were opened, the heparinized saline drip rate was turned up and the air was removed. While loosening the caps of the gripper lever and lock lever, the grippers would not retract completely. The lock lever had to be retracted further and further in order to unlock the clip. The cds was removed without issue from the patient anatomy and replaced with a new cds. Two clips were implanted, reducing the mr to 2+. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.